Event description:
A customer contacted beckman coulter inc. (Bec) regarding a falsely low immunoglobulin g (igg) result generated by the immage 800 immunochemistry system for one patient sample. The result was questioned by the physician and the patient was retested. Igm and iga was run with correct recovery on both samples.

Manufacturer narrative:
Original sample was serum from a gel sst tube, refrigerated for 2 hours and spun for 1350g for 10 minutes at room temperature. The customer did not report any sample issues or issues with other samples, chemistries or system errors. No additional service information was available.